Event description:
Fill volume: 192 ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: IV. Please reference #: 2026095-2014-00265/(B)(4), 2026095-2014-00266/(B)(4)), 2026095-2014-00268/(B)(4), and 2026095-2014-00269/(B)(4). Incident 1 of 5: a pharmacy reported a total of five incidents of fast flow with homepumps. Pt #1: the pt reported that the pump was empty in 72 hours instead 96 hours. No pt injury was noted. The devices were reported as not available for return and analysis.

Manufacturer narrative:
Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Conclusions: limited info was provided by the reporter. The device was not returned to halyard for eval, therefore we are unable to determine the cause for the reported event. No pt impact was reported. The instructions for use (IFU) "delivery time info" provides this caution: filling the pump less than the labeled (nominal), volume results in faster flow rate. The IFU was provided to the user. If additional info pertinent to this complaint is received, halyard will submit a follow-up report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.